Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a bankart procedure, the anchor of the bioraptor got pulled out from the patient. An additional bone hole was necessary. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported bioraptor knotless suture anchor was returned for evaluation. Only the inserter was returned. Visual assessment of the inserter showed no damage. Torque limiter was functionally tested and performed as intended. As reported the 2.9 twist drill (72202404) was utilized to prepare the insertion site which may have contributed to the reported failure as the instructions for use instruct the end user to utilize the spade tip drill (72201395) in all non-hip applications. The instruction for use also outlines additional precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.